Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited poor air and water supply. Inspection and testing of the returned device found foreign materials in the nozzle of the device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the up/down knob was damaged, the connecting tube was discolored and had coating peeling off, scratches were found on the camera cover, the scope cover unit, the protector of the universal cord, the universal cord, the grip, the scope cover, the switch box, the control unit, the right/left knob, the up/down lock lever, the right/left lock knob, the up/down knob, the protective coating on the bending portion of the device, and the objective lens, the objective lens and light guide lens were dirty, the image produced had a darkened area and a lens flare, the air/water cylinder was corroded, the control unit was discolored, the up/down knob was corroded, the adhesive on the protective coating of the bending portion of the device was chipped and discolored, the angulation wires were worn, and the suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material found inside the nozzle was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. <inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.